Event description:
It was reported that during a follow-up check it was noted that there was noise and high impedance on the right atrial (ra) lead. A polarity switch had occurred some time ago due to the high impedance. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right atrial (ra) pacing lead was beyond the expected upper range. Weekly pace impedance trend data shows max atrial pace impedance greater than 4000 ohms throughout the record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a5dr01 implantable pulse generator (ipg) (B)(6) 2011, 5068-58 implantable pacing lead (B)(6) 2002. (B)(4).